Event description:
It was reported that a spectrum pump "will not restart after clearing a downstream occlusion." It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation was able to reproduce the reported symptom of "unit will not restart after clearing a downstream occlusion" when attempting to run a loaded IV set. Evaluation found the downstream sensor current reading with a fluid filled set to be too high and out of specification. This elevated signal level is the cause for the nuisance downstream occlusion alarms and with a false downstream occlusion present, the pump will not auto-restart. Evaluation tested the unit with a known good downstream sensor and found the unit functioning as expected. The downstream sensor was replaced.